Event description:
It was reported from russia that during service and evaluation, it was determined that the attachment device was worn, had cosmetic damage, was frozen/would not move, and did not function. It was further determined that the device failed pretest for general condition, check for mechanical free movement, check general function in running mode, and check oscillation frequency. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen/would not move. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Manufacturer narrative:
H6: device evaluation; please note that in addition to the failures included in the initial medwatch report, additional pretest failures have been added. Upon further investigation, it was noted that the device also had a corroded bearing. This information does not change the assignable root cause of component failure due to wear.